Event description:
Product analysis was completed and determined from programming history that high impedance was seen prior to the initially reported event date. The event date has been updated. Lead product analysis was approved. Fracture of the lead(s) was confirmed. During the visual analysis, both the ring and pin coils were found to be broken at an abraded opening. The broken coil ends were pitted and appeared to have mechanical damage. Due to the condition of the broken ends, the fracture mechanisms could not be ascertained. Continuity checks of the returned lead portions were performed during the functional analysis, and no other discontinuities were identified. The condition of the returned lead portion is consistent with conditions that typically exist following an explant procedure. No other relevant information has been received to date.

Manufacturer narrative:
B1. Adverse event, b5. Describe event or problem, f 10. Adverse event problem; corrected data; supplemental MDR inadvertently omitted information known prior to distribution.

Event description:
It was also reported that prior to the full revision surgery that patient was experiencing an increase in seizures. The device had previously been disabled in january 2023 with all output set to 0ma due to the high impedance event. Therefore, the increased seizures is due to the loss of therapy from device failure. The explanted device has not been received to date. No other relevant information has been received to date.

Event description:
The device has been received into product analysis. No other relevant information has been received to date.

Event description:
Implant card was received indicating patient had full revision surgery. During the surgery the surgeon noticed kinks in the lead with fluid in that part of the lead. The surgeon opened the neck area and noticed there was no strain relief loop. A new lead was then implanted resulting in normal impedance. The explanted device has not been received to date. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that patient was seen with high impedance. The device was subsequently disabled. No known surgical intervention has occurred to date. No other relevant information has been received to date.